Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. Additional information was received that the patient experienced shocking sensation and discomfort when the stimulation was on. Database analysis was observed and revealed no anomalies. The explanted device was not returned due to hospital policy.